Event description:
One hour and ten min into the infusion, bd cstd (closed system transfer device) disconnected from patient's piv (peripheral intravenous line) and landed on floor while patient was in bathroom. IV pump was alarming for occlusion downstream; there was no evidence of drug spill. Pharmacy was immediately notified, handed drug bag over to pharmacy, drug taken down to IV mixing room, new bd cstd was placed and brought back up to treatment rn. Drug restarted at 1355. Patient tolerated the rest of the infusion without issue.